Manufacturer narrative:
The axium prime coil was returned within an opened axium prime inner pouch; without a dispenser coil and without an introducer sheath. The instant detacher was returned. The axium prime coil was decontaminated. The actuator interface was broken from the coupler tube and detached from the release wire. The actuator interface was not returned for analysis. The release wire was extending out of the proximal end. The break indicator was still intact. The pusher was found bent the proximal end. The coin was found to be present and pushed up against the lumen stop; with the shield coil present and intact. The implant coil was found kinked but still attached to the pusher. A manual detachment attempt was performed by pulling back the exposed release wire. The implant coil was successfully detached with resistance encountered. No other anomalies were observed. Based on the analysis performed, the axium prime coil was confirmed to have non-detachment as the pushwire was returned with the implant coil still attached. The likely cause is the separation of the actuator interface from the release wire causing the release wire to not retract during detachment attempt. During analysis, when the release wire was retracted, the coin was pulled away from the lumen stop and the implant coil detached as intended. Resistance was encountered during in-house detachment attempt. It is likely the resistance was due to the bends to the pusher. Based on the returned device, the pusher was found bent along its length, indicative of either high tortuosity or damage during return shipping to medtronic for analysis. The implant coil was found damaged; however, the cause of the damage could not be determined. Possible causes for coil damage are patient vessel tortuosity, advancing device against resistance, or damage during return shipping. Since the instant detacher and actuator interface were not returned, any contribution of the instant detacher and actuator interface to the non-detachment could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned for analysis. Since the device was not returned, we are unable to perform further root cause analysis. All devices are 100% tested and all products are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the axium coil failed to detach. The instant detacher was used 3 times and 2 manual detachment attempts were made but failed. A new coil of the same size was used, and the coil was detached with the instant detacher. A second detacher was not used. No patient injury occurred. The devices were prepared and used per the instructions for use (IFU). This event occurred during the treatment of an acom, unruptured aneurysm, that was saccular. The max diameter was 4mm and the neck d iameter was 2mm. The blood flow and the anatomy were both normal.